Event description:
The pump was refilled in (B) (6) 2009 with morphine sulfate (1.896 mg/day). The pt had since experienced pain, insomnia, anorexia, nausea, severe diarrhea, shaking, dilated pupils, increased pain and "pain everywhere". His gait had also been off. The pt noticed that there was more drug in the pump at the next refill than usual, but he had been using medication bolus as usual. The pt went to the ER where the pump was initially turned off and he was given oral medications. A CT scan of the catheter did not reveal any abnormalities. The pump was turned on again and the medication dose slowly increased. The pt also experienced swelling around the pump and was not able to feel the pump as usual. The healthcare professional reported the event was related to the catheter. A dye study during surgical revision on (B) (6) 2010 showed that the catheter was leaking at the connection site. No serious injury to the pt was reported; he recovered without sequelae.

Manufacturer narrative:
(B) (4)